Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ and experienced "temperature increase, edema, sensitivity, and apse occurred. Although the edema was drained many times, it recurred. When the edema was drained, it was noticed that there was a trough in the zygoma area." Symptoms on going.